Event description:
(B)(4). This report was received on 3/20/08, from a hospital dermatologist via a clinical monitoring. This cohort is a (B)(4) prospective observational study in (B)(6) pts receiving (B)(6) drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) pts. A (B)(6) male pt, was enrolled in this cohort and received injections of poly-l-lactic acid (new-fill): 6 ml on (B)(6) 2001 batch number unspecified with dilution of nos 3 ml; 3 ml on (B)(6) 2003 batch number unspecified with dilution nos 3 ml; 3 ml on (B)(6) 2006 batch number a5508 (batch number has to be confirmed) with dilution of nos 5 ml; 8 ml on (B)(6) 2007 batch numbers a6012 and a6013 with dilution nos 5 ml. A relevant history of (B)(6) and lymphoma was reported. Concomitant drugs included: (B)(6); for lymphoma: cyclophosphamide, adriamycin, vincristine sulfate (oncovin), cytarabine (aracytine), etoposide (vepeside) from (B)(6) 2007; for all drugs exact doses were not provided. On (B)(6) 2008, the pt presented with diffuse edema of two cheeks and nodules on left cheek at palpation. Corrective treatment with betamethasone (diprosone cream) was initiated. On (B)(6) 2008, edema had half regressed but nodules were persisting. On (B)(6) 2008, edema had disappeared but nodules were persisting on left cheek where they were palpable and a few visible.

Manufacturer narrative:
(B)(4). F/u info received on 4/29/08 and 5/7/08. The last injection of poly-l-lactic acid was associated with xylocaine 2 per cent without adrenaline. No info about batch number was provided. Skin biopsy was not performed, the pt had loss to f/u but he confirmed improvement. At the time of this report, persistence of nodules. No further info was provided.